Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2009, the pt reported that her infusion sets do not properly adhere to her skin after 2-3 days of use. She stated that she uses IV prep wipes and she allows the area to completely dry prior to inserting the infusion site. No physiological effects were reported. She was sent courtesy adhesive dressings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for eval.